Event description:
It was reported that during an unspecified procedure, the balloon length appeared to be incorrect. The lesion was located in an unspecified vessel. The physician attempted to pre-dilate the lesion using the quantum maverick monorail 8mm x 3.25mm balloon catheter, however, once the balloon was inflated, the physician noted the balloon length appeared to be 15mm instead of 8mm. The procedure was successfully completed with another of the same device. No post-procedure complications were noted and the pt's status was reported as "fine." Add'l info was requested but not received.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could no be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filled.